Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer cleared the alarm and reported that the pump supplies would be changed. Customer¿s blood glucose (bg) level was 393 mg/dl.